Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4) it was reported that the subject pacemaker was implanted on (B)(6) 2022 and following fsn recommendations, the pacemaker was explanted on (B)(6) 2023. No patient files is available for expertise.